Event description:
1 false positive sofia sars result reported. It is unknown if patient was symptomatic or asymptomatic. Result was confirmed negative with pcr.

Manufacturer narrative:
Investigation summary: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.